Event description:
The lead was returned to the manufacturer after being explanted and replaced prophylactically. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. Visual analysis of the lead revealed the distal conductor of the lead was extrinsically over-rotated and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. (B)(4).